Manufacturer narrative:
According to the received information, the injector suspected a delayed onset nodule / delayed onset reaction. Delayed inflammatory reactions, weeks to years after injection, are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside the USA, in united kingdom. On 10-oct-2023, the united kingdom subsidiary notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2023 with teosyal puresense ultra deep (rc/2310041) and teosyal rha 4 in the deep fat pads, lateral cheeks, marionette lines, gonial angle and pre jowl sulcus. The patient presented with a swollen eye on (B)(6) 2023, then over the next few days lumps and swelling in the midface and marionette lines area appeared. The injector reviewed her on (B)(6) 2023 and reported that her eye was warm to touch. The injector diagnosed a delayed onset nodule / delayed onset reaction. The injector said that the treatment was time sensitive as the patient lived part time in united kingdom and part time in canada, and planned to go back to canada on (B)(6) 2023. The patient received as treatment antibiotics (doxycycline 100mg daily for 7 days). On (B)(6) 2023 she reported that there was no improvement to the eye and that there was a swelling in the jowl area. Additionally, a medical assistance was provided. The local medical expert recommanded to give the patient an intense hyaluronidase treatment under ultra sound. Despite several reminders, no further information could be retrieved. The patient situation, and symptoms' evolution are monitored.